Event description:
Because of a gear pump malfunction on the 2p roche modular automation line, hundreds of creatinine results were falsely elevated. This malfunction was not constant but sufficient enough to impact results. Careful review of serum creatinine results from the affected instrument line was performed and samples retested, followed by result correction where indicated. A letter was sent by laboratory to physicians/customers noting this event (over 300 patients affected).additional process steps added as quality monitor. Once per shift a patient sample will be repeated for comparable results. This is in addition to current process of running known quality control samples daily. Lab computer has acceptable limits programmed to halt patient result reporting until a medical technologist evaluates such notification.====================== health professional's impression======================this device malfunction caused adverse patient events, i.e. 4 patients were referred to nephrologists for possible kidney malfunction. ====================== manufacturer response for roche modular automation line (analytical module), roche======================the service representative came to evaluate the problem. He determined the cause as "mechanical failure of gear pump" and replaced the pump. As a precautionary measure he also replaced the pressure gauge.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with a white residue on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.